Event description:
It was reported that the rv (right ventricular) lead was replaced, due to oversensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise was observed. The lifetime ventricular sic (sensing integrity counter) was 310,301. A high value of this counter can indicate a possible intermittency in the system. Other: it was reported that the rv (right ventricular) lead was replaced due to oversensing. No patient complications were reported as a result of this event. No conclusion can be drawn; oversensing.